Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause could be determined.

Event description:
A customer contacted baxter to report that the connection between the extraneal bag and the set was found to be loose and solution came out when hp was attemting to change bags. There was no patient injury reported, but the patient was treated with antiobiotics prophylactically for 3 days.